Event description:
A customer reported that during vitrectomy surgery, the system displayed a message indicating ¿drain pump error¿ and shut down. There was significant delay while another system was brought in. The surgery was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and verified system message (sm) [drain pump problem detected ¿ infusion/irrigation and extraction functions will be disabled] in the system¿s event log. The company rep replaced the fluidics module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).